Manufacturer narrative:
Intuvie received a report from mckesson indicating that a patient's IV tubing experienced a potential manufacturing defect at the y-site port, resulting in leakage and the loss of eight vials of remicade. The lot number is unknown. A gross visual inspection performed of the available tubing revealed no visible holes or cracks except at the y-site area. The device was not returned to intuvie for further evaluation. As a result, the failure mode could not be confirmed, and the probable cause remains undetermined. Reference to complaint numbers: (B)(4).

Event description:
Intuvie received a report indicating that the patient's IV tubing exhibited a manufacturing defect at the y-site port, which resulted in a leak. As a consequence of the defect, 8 vials of the medication remicade were lost due to leakage and could not be administered to the patient. No patient or user harm was reported.